Event description:
Boston scientific received information that the patient with an implanted pacemaker was doing a transtelephonic monitor (ttm) check and wanted to verify the pacemaker battery status. The caller asked for a device check as it was unusual to have a low magnet rate after two years of implant. Efforts to obtain additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.